Event description:
It was reported that the device was used during a low anterior resection. The device was very difficult to fire. Once the firing was completed, it was noted that there was too much tension on the anastomois. Upon inspection the surgeon noted that the anastomosis was not formed well. Procedure was completed with hand suture.